Manufacturer narrative:
The customer did not return the device for evaluation, therefore, investigation could not be performed. Additionally, the product details were not provided, therefore, a device history record could not be reviewed. The units of measurement on the contour next one meter are pre-programmed by the manufacturer and cannot be changed by the user. There is a potential that if the customer purchased a meter with the units of measurement as mmol/l, it was not purchased in the united states and/or from an approved seller.

Manufacturer narrative:
Patient identifier: so personal information was not entered. No information was captured as the customer's age and weight were not provided. The customer did not provide the product information. Therefore, no information was captured (model # and serial #), and the device manufacture date could not be determined.

Event description:
The customer alleged to have purchased a contour next one meter in us and found that the meter was reading in mmol/l. There was no allegation of an adverse event. The device is not expected to be returned for evaluation.